Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of system revision due to pocket erosion. No additional adverse patient effects were reported. This pacemaker was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.